Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4). , ubd: (B)(6) 2025, UDI#: (B)(4). . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead migrated and health care provider chose to replace. Issue is resolved.